Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working. A field service engineer replaced the scanner cable and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system barcode was not working. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.